Event description:
The contact called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 24 mg/dl. The normal control range is 100-138mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.